Manufacturer narrative:
Vyaire medical file identification: (B)(4). The customer reported that they will not return the defective unit/part for evaluation. Therefore, no root cause could be determined. However, customer troubleshot the vela unit checked the main pcb and found that the transducer (3cmh2o) connecter was damaged. Main pcb will be replaced under warranty. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported to vyaire medical that the vela ventilator unit was alarming vent inoperable, motor fault, circuit disconnect, low peep (positive end-expiratory pressure) and low ve (minute ventilation). The reporter confirmed that there is no patient involvement associated on this event.